Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that the charger/modem is displaying 'charger problem - call for service.' The patient was issued a replacement charger/modem and battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/model sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon evaluation, contamination was found on the battery board inside the charger/modem. The cause of the 'charger problem' message is contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress. In addition, the charger/modem power supply connector was defective. The root cause of the defective connector was not positively identified. Device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (won't charge has been confirmed. As received, the battery was able to power on a monitor, but would not charge when placed on a charger. The battery output voltage was 10.5v. Root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective charger/modem. The patient received a replacement charger/modem. Manufacture date: battery pack: 05/2011.